Manufacturer narrative:
Device evaluation summary: the device was returned for analysis, and visual examination was performed on the device. Brown particles were noted on the surface of the port. Scratches/non-penetrating nicks were observed on the port housing. An air leak test was performed, and no leakage was noted on the port or band tubing. There was a leak noted at the tubing/ss connector junction. The returned band was noted to be discolored, and appeared to be brownish in color. A fill test was performed, and no blockage or resistance to flow was noted. A surgical end cut, consistent with removal of the device, was noted on the band tubing. A microscopic analysis was then performed, and noted an unidentified opening near the ss connector.

Manufacturer narrative:
Unknown taper. The reporter of the event indicated the product would be returned for analysis. To date, apollo has not received the device. If returned, visual examination may determine the connecter type associated with this event. Device labeling addresses possible outcomes of leak as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was reported to have a "leak from [the] tubing at [the] band." The lap-band port was removed and replaced.